Event description:
While removing IV catheter from right external jugular vein prior to patient's planned discharge, nurse noted that only the plastic hub was removed, but 3.5 cm portion of catheter had broken off and remained in jugular vein. Retained fragment confirmed by CT. Patient subsequently had fragment successfully removed during other surgery already scheduled for a few days later.====================== health professional's impression======================device broke at hub, resulting in a retained fragment in jugular vein requiring subsequent retrieval.